Event description:
It was reported that when the patient was standing upright, impedances were all showing 2-3,000 ohms. When they leaned back or sat, 0 and 3 contacts were greater than 10,000 ohms. No matter what, the patient felt no stimulation, even when up to 10.5 volts. The manufacturer representative (rep) tried palpating around the entire system to illicit a response but got nothing. The patient was no longer with the rep at the time of the report. The patient was programmed on 0 and 3. They tried reprogramming to 1 and 2 and the patient still felt nothing. The patient did not have any falls or traumas. One day, the patient went to turn stimulation on and then it just shut off. The patient had not had imaging done of the system yet. The rep noted if the issue didn¿t show on x-rays, how would they determined the root cause. They planned to start at the implantable neurostimulator (ins) and work their way up and wake the patient to have them notify the rep if they were feeling stimulation. The patient would be having surgery on (B)(6) 2015. The rep met with the patient then on (B)(6) 2015 and took impedances. The patient was showing impedance were still ¿within range¿, anything from 4 ,000 ohms and under, when they laid on their stomach. The rep turned stimulation up from 0 volts to 5.2 volts and the patient started to feel stimulation but then it disappeared. They turned stimulation up to 10.5 volts and felt nothing. They rechecked impedances again and all were ¿within range¿. They ran impedances at the default, 0.7 volts, and then tested at 3.0 volts. At 3.0 volts was within range but showing 9,000 ohms. The rep was not sure what to do once the patient was under general anesthesia. The healthcare provider (hcp) did not want to wake the patient up to notify them if they were feeling stimulation. The cause of the impedance issue was not determined and no additional troubleshooting was done. The type of imaging done was an x-ray. The impedance issue was not yet resolved since the surgery was (B)(6). Then it was reported after the surgery that the causes of the stimulation and impedance issues were determined. The paddle wire was damaged. The hcp requested the lead be sent to pathology.

Manufacturer narrative:
Product ID 37743, serial# (B)(6); product type programmer, patient product ID 3550-29, lot# n142183, implanted: 2008 (B)(6); product type accessory product ID 3587a, lot# l42732, implanted: 1997 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n142183, implanted: (B)(6) 2008, product type: accessory. Product ID: 3587a, lot# l42732, implanted: (B)(6) 1997, explanted: (B)(6) 2015, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Additional information received from the consumer via the manufacturer's representative reported the lead, extension, and implantable neurostimulator (ins) were completely explanted as there was intermittent stimulation. The device was removed and replacement was completed at a later date. At the time of the report, the patient was doing fantastic and the issue was resolved.